Event description:
It was reported the customer had no delivery alarms on their insulin pump. The customer also reported their blood glucose was 170 mg/dl. Customer also reported having a belt clip anomaly. The customer declined to be transferred to the helpline. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.